Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 cubie pockets c4 and a6 were failed to detect on the communication bus. The field service engineer (fse) shut down the system and logged in to the support mode to reseat the cubies. After reseating, the system began functioning properly, although the customer opted to replace cubie c4. The fse ran the diagnostics and the drawer was tested, with all tests passing successfully. The customer then inventoried medications in both cubies, and no issues were reported. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer pocket c4 failed and device was not on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer pocket c4 failed and device was not on the bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.